Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 10/7/2022, it was reported by a sales representative via sems that an ar-9835 apollo rf aspirating ablator was holstered and left active, when it made a noise and overheated. No one came in contact with the ablator and there was no harm to the patient. This was discovered during an unspecified procedure on (B)(6) 2022.